Event description:
The customer stated that after several cases the gf-210ra multi-gas unit (used for measurement of anesthetic gas agents, oxygen, or co2) loses end tidal co2 readings. Reference MFR # 8030229-2015-00070.